Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During trouble shooting it was reported that there was a loose connection between the patient extension set and the patient line of the homechoice cassette which resulted in air leakage. The hp was using an extension and the extension was not fully tightened onto the patient line. The patient verified prime was completed but the cycler pulled in air from the loose patient extension. Renal therapy services (rts) assisted the patient in ending the therapy session and advised the patient to start over with all new supplies. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.